Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with mentor memory gel breast implants 375cc and experienced bilateral capsular contracture baker grade IV (l) and baker grade iii (r), bilateral rupture, and granuloma and swelling on the left side post-operatively. The ruptures were confirmed via MRI. As a result, the patient is scheduled for removal on (B)(6) 2021. This report is for the right breast prosthesis.